Event description:
Paramedic contacted the MFR to report the inability to clear a "system fault" after the device was deployed on a sudden cardiac arrest victim. Rescuer estimated response time approx 15 mins to scene. The medic turned the device on, applied the chest bands, and during the "take-up", as the device was tightening the chest band's, they noted a loose piece of plastic from the cca and was concerned that the plastic tab would interfere with the side roller associated with the tightening of bands. To power the device off, they pulled the battery out of the platform versus pressing the stop button. They cleared the plastic tab from the pathway of the chest band. Upon turning the device "on" a system fault was displayed which the medic could not clear to render the device operational. The rescuer opened the chest bands and reverted to manual CPR as directed in the user guide. The arrest victim did not survive the advanced life support therapies and was pronounced dead at the scene.